Event description:
It was reported that after impacting in the femur, the surgeon handed the impactor back to the technician and the head of the impactor broke off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been (B)(4) other events. A material analysis was performed, concluding: the head of the femoral impactor broke from repeated impact loads. No material or manufacturing defects were observed.

Event description:
It was reported that after impacting in the femur, the surgeon handed the impactor back to the technician and the head of the impactor broke off.